Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The approximate age of device: 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced dizziness with low flow alarms once a day. At admission, the patient¿s hemoglobin was 2.2 g/dl, hematocrit 6.9%. Recheck showed 4.4 /13.5. The patient was transfused, admitted and continued to receive blood. The patient¿s stool was light brown. Emesis occurred once in the ambulance and was reported to have coffee-grounds appearance. Prothrombin time (pt) was 60.1 seconds. Inr was 5.05. Partial thromboplastin time (ptt) was 68.0 seconds. The patient received 10 units packed red blood cells (prbcs), 1 unit platelets, 2 units fresh frozen plasma (ffp). Patient was hemoccult positive on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported gi bleed and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The reported low flow alarms could not be confirmed through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr range. The IFU also provides an explanation of all pump parameters, including pump flow. The IFU explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. This IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: on (B)(6) 2019, push enteroscopy showed possible barrett's esophagus (not biopsied) and arteriovenous malformation (avm) in fundus of stomach without active bleeding, but scant old blood seen. This treated with argon plasma coagulation (apc) application and successful hemostasis. Patient received 10 units packed red blood cells, 1 fresh frozen plasma (ffp) and 1 platelets. Patient was discharged on (B)(6) 2019 with hemoglobin was 10 g/dl, hematocrit 30% and inr of 1.12. Patient will not resume coumadin until (B)(6) 2019. No further information was provided.